Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: the handle short w/quick-coupling was received without compression spring. Beside some wear from use, the two remaining components, the handle and coupling sleeve are intact and not damaged. Our investigation has shown that the complaint condition is confirmed due to the missing spring. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. By the evidence, that the device passed our final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. The spring got most likely lost during or after sterilization process where the device got disassembled due to cleaning reasons. Hence, it is highly probable that the cause of the reported issue is a result of improper handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation as user related and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.111.013; lot: 8869979; manufacturing site: bettlach; release to warehouse date: 20 march 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a spring has come out of coupling area of instrument. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).